Manufacturer narrative:
Results code 1: a review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. It us unknown why the retrieval cord was removed prior to device locking. The gore cardioform septal occluder instructions for use state: if the occluder position is not acceptable remove the occluder with the retrieval cord after occluder locking. Additionally, the instructions for use state: ¿once the retrieval cord is removed, the occluder cannot be removed using the delivery system¿. (B)(4).

Event description:
It was reported the physician selected a 30mm gore cardioform septal occluder to close an atrial septal defect. At lock release, the mandrel moved into the control catheter tip slot, preventing the lock loop from releasing. While attempting to release the device by advancing the delivery catheter, the device was pulled into the right atrium and ultimately embolized to the right pulmonary artery. The procedure was concluded and the device was left in the pulmonary artery, as it was not obstructing blood flow and the physician opted not to snare the device. The physician will consult a cardiac surgeon for options for device removal and defect closure. The patient was doing well following the procedure and was discharged from the hospital. The patient will be re-evaluated in 30 days.